Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rexe0401 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rexe0401) have been reported from the same facility.

Event description:
It was reported that the catheter had low radiopacity. The x-ray view showed the catheter at the insertion site but the final location was not visualized.